Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user states that skin is cleansed with warm water and soap; dries and then applies wafer. End-user reports that he has gained all his weight back and the stoma is flush. End-user was provided instructions in crusting techniques by using stomahesive powder first and then the no-sting protective barriers. End-user will be sent samples of a convex wafer and eakin cohesive seals. Lastly, end-user was provided the rationale for using these products, and to notify convatec with any questions and/or concerns. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional info becomes available, a f/u report will be submitted.

Event description:
End-user reported red raw skin all around the stoma/at the left lower quadrant under wafer's mass, which was first noticed approximately three (3) days ago.

Manufacturer narrative:
The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on january 21, 2016. (B)(4).

Manufacturer narrative:
Additional information was received on september 23, 2015. The product associated with lot#0k00573 was manufactured according to specification. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on october 26, 2015. Previous investigation, is applicable to this complaint investigation. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).